Event description:
I had a tubal ligation using the filshie clips. When I woke from anesthesia I was in excruciating pain level 10/10. I felt extreme cramping in my pelvis and into my back. It literally felt as if my fallopian tubes were clamped, which they were, but I didn't expect to feel it. Apparently the planned silicone ties my dr was to use were no longer available. I had to stay in the hospital a few hrs longer than expected as they needed to give me dilaudid and morphine and monitor me until my pain subsided. When I went home, 5 hrs after surgery, my pain was down to a 3/10. My physician called me the following day and said she asked around what other physicians have used these and had pts experience the same. Seems her partners have had two others with the same response. She said they all do not plan to use these clamps again.